Event description:
It was reported the device was inserted on (B)(6) 2021. On (B)(6) 2021, "presented a breakage problem at the hub venous via tip". When the patient went to the hemodialysis session, the nurse observed a hub leak. No patient harm reported. The hub was changed. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned a connector assembly for evaluation. Signs of use in the form of biological material were observed on the inside of both extension lines. Visual analysis revealed the venous (blue) luer hub contained two separated cracks and had a portion of the hub separated/missing near the threading. The damage appeared consistent with repeated tightening on the luer. The connector assembly was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "flush both lumens of catheter with saline and clamp irrigation tube with catheter pinch clamp." Both extension lines of the connector assembly were flushed with a water-filled lab inventory syringe and the extension lines clamps closed. Water leaked out of all three cracks in the hub. A manual tug test confirmed both luer hubs were secure to their extension lines. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The customer report of a cracked luer hub was confirmed by complaint investigation of the returned sample and the customer photo. The venous luer hub was cracked in two locations and missing a portion of the hub near the threading. The appearance of the damage was consistent with over-tightening on the luer. A device history record review was performed with no relevant findings. Based on the customer report and the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the device was inserted on (B)(6) 2021. On (B)(6) 2021, "presented a breakage problem at the hub venous via tip". When the patient went to the hemodialysis session, the nurse observed a hub leak. No patient harm reported. The hub was changed. The patient's condition is reported as fine.

Event description:
It was reported the device was inserted on (B)(6) 2021. On (B)(6) 2021, "presented a breakage problem at the hub venous via tip". When the patient went to the hemodialysis session, the nurse observed a hub leak. No patient harm reported. The hub was changed. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4) the customer did not return a complaint sample; however, they supplied a photo showing a chronic hemodialysis catheter while inside the patient. Visual analysis revealed that the venous extension line hub (blue hub) contained a crack/separation directly adjacent to the threads. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "repeated over tightening of bloodlines , syringes and caps will reduce connector life and could lead to potential connector failure". The report that the luer hub broke/separated was confirmed through analysis of the customer supplied photo. Visual analysis revealed that the venous luer hub (blue hub) was cracked and separated directly adjacent to the threads. Despite this, a complete visual/mic roscopic/dimensional analysis could not be performed as the sample was not returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the sample returned, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.